Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a pocket revision was completed on the patient. Follow up information was attempted, however, it was unable to be determined why the pocket revision was completed for the implantable cardiac defibrillator (ICD). The ICD is still in use. No patient complications have been reported as a result of this event.